Event description:
An aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. It was reported that the pt presented to the e.r. On an unknown date with a ruptured aneurysm. The pt was successfully converted to open surgical repair. No add'l sequelae were reported and the pt is reported to be fine. The location of the explanted stent graft is unknown and medtronic is pending add'l info.